Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: at analysis the device failed its battery removal/amplitude test, as the device shut down after the battery was removed. It was noted in the device service history that this device had been returned two times previously with the same issue and that two super caps have already been changed, indicating a defective main board. Because there is no guarantee of 100% reliability after service it was recommended that the device be scrapped. (B)(4).

Event description:
It was reported that when the battery was removed that external pulse generator "falls out." It was further reported that the generator had been returned previously for the same reason and that at that time it was explained to the hospital technician that the two minute precharge time for the super caps had to be respected to avoid this issue. It was noted that "early battery replacement will not hold long enough", that the hospital was reportedly unaware of the two-minute requirement and was satisfied with the return of the generator to the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the device. Visual inspection noted previous rework to the main printed circuit board assembly. Bench analysis found that one supercap failed in-circuit, and a battery removal test failed. After the supercap was replaced, the battery removal test still failed. Point-to-point resistance measurements then found two open traces. The circuit was then repaired and retested. The battery removal test then passed. Conclusion: failure due to open circuit in the main printed circuit board.